Event description:
The customer reported three (3) conflicting results with the ID now covid-19 assay .this MFR. Report addresses patient two (2) and is two (2) of three (3). The customer reported a conflicting result with the ID now covid-19 assay tested directly. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR report numbers: 1221359-2022-01621 through 1221359-2022-01623.

Manufacturer narrative:
Corrected data : d4, h4. Reference MFR reports: 1221359-2022-01621 through 1221359-2022-01623.

Event description:
The customer reported two (2) conflicting results with the ID now covid-19 assay performed between 06feb2022 to 11feb2022 .this MFR. Report addresses patient two (2) & lot m178905, is two (2) of two (2). The customer reported a conflicting result with the ID now covid-19 assay performed on 11feb2022 tested directly. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m179991 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m178905 and test base part number 190-430 / lot m178905. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m178905 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. Reference MFR reports: 1221359-2022-01621 through 1221359-2022-01623 su.

Manufacturer narrative:
Corrected data : testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m178905 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m178905 and test base part number 190-430 / lot m178905. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m178905 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. Reference MFR reports: 1221359-2022-01621 through 1221359-2022-01623.